Event description:
The customer reported that a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green screen with no image. The event occurred during the procedure and was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint regarding no image was not confirmed however, the green image was reproduced. In addition, the following additional malfunctions were found during the device evaluation the fiber bonding in the outer tube area (distal end) was damaged. The outer tube was scratched and had sharp edges. Also, the protector of the video cable section was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.